Manufacturer narrative:
Concomitant medical products: product ID 3037: serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v645573, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient¿s incontinence was ¿really bad,¿ and the patient wanted the device removed since they never had real satisfaction with it and could not ¿get it going right.¿ the implantable device "may be flipped." The device reportedly turned ¿sideways¿ within the first few months of implantation, and there was a ¿lump sticking out.¿ it was not clear if this was separate from the device. The patient wanted the device removed so that she could have an MRI, as having the device prevented her from getting an MRI. Follow-up is being conducted to determine actions taken and patient outcome.